Event description:
The customer reported a skin infection from either the infusion set or the sensor. The customer wasn't sure what caused it. The customer did seek assistance from her health care professional, and was prescribed an anti-bacterial wash. The customer was following proper procedure when changing the infusion set and sensor. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.